Event description:
Laparoscopic cholecystectomy. "Clips were closing on duct but when instrument was pulled back clips were coming off duct and remained stuck in instrument." Pt status: stable.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for evaluation. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.